Event description:
Customer states she did back to back testing on the same meter using the advantage system with results of 444 mg/dl, 203 mg/dl and 139mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.